Manufacturer narrative:
The manufacturing location for this product is(B)(6). This site is not registered with the FDA. Therefore, (B)(4) has been listed and (B)(4) FDA registration number has been used for the manufacture report number. The reported lot # 17b0111 is not found for the reported catalog #. Medical device expiration date: unknown. H.4. Device manufacture date: unknown (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that while using several bd discardit ii¿ syringe(s) to draw up medication, medication leaked. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd bawal received 2 photo from the customer facility for investigation. Our quality engineer was unable to verify or duplicate the reported complaint of leakage from the plunger tip of 2ml discardit syringe. 200ea retention samples of lot# 17b0111 had been visually inspected for any damage in barrel or plunger tip, all samples found in good condition. A device history record review found no discrepancies related to leakage from the plunger tip. The team reviewed the assembly process and all process controls are found in place. Also, the machine has an online facility to check any damage / crack / leakage in the syringe. A challenge test is conducted on every shift. A leakage test is performed in molding and assembly operations on every shift. Also, during a process quality checks no such defect was observed. Five samples prepared by intentionally damaging the plunger tip to generate defect leakage and were put on marking and assembly machine to check integrity of leak detection system. All samples were rejected on the machine. Also, during the process quality checks no such defect was observed. Due to unavailability of actual defective sample, further investigation activities could not be performed. The exact root cause is not identified. Based on severity and occurrence, it was determined that no corrective action is required.